Event description:
Subsequent to the previously filed medwatch report, additional information was received. Reportedly, there was a kink at the junction of the distal and proximal guide. The device was not separating as initially reported. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported kink was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: correction- removed device code 1069

Manufacturer narrative:
Date of event: estimated date. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure using a proglide after a peripheral intervention procedure. Reportedly, as the device was being inserted into the vessel it was noted that there was a kink at the junction of the distal and proximal guide and the device was separating. As a result the device was not deployed and was removed. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.